Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A photo was provided of the explanted lens in the lens case base. The lens was cut into three pieces to remove. One optic portion was indicated with a green arrow. A linear mark can be observed near the optic edge. Unable to determine if the is a scrape mark or crack from the photo. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol had pre-existing defects at the haptic-optic junction. Noticed a gray-colored crack within the optic close to the haptic. They appeared to be manufacturing defects and did not appear to be defects related to iol loading or insertion. The iol was replaced with another lens during the initial procedure with no patient harm. The iol was cut into 3 pieces during explanation, the green arrow points to the vertical gray-colored crack within the optic close to the haptic-optic junction additional information was requested.